Event description:
It was reported that a user experienced nocturnal hyperglycemia while using the ilet system, with a highest reported blood glucose of 233 mg/dl and contemporaneous readings of 171 mg/dl by fingerstick and 179 mg/dl on ilet; the user attributed the issue to wearing the continuous glucose sensor on the flank rather than their usual site and changed the infusion set to the thigh to troubleshoot. Symptoms included elevated blood glucose. Outcomes included no alarms and no medical intervention beyond user-led troubleshooting and education, with a planned follow-up call to assess ongoing glucose levels. Investigation included user coaching on site selection and device use, review of blood glucose values, and assessment for device alerts. Investigation of this case revealed no device malfunction and suggested that sensor placement or infusion site factors could have contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.